Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) of a eurovialmate in which a leak occurred while after coupling the vialmate with a viaflo nacl 100 ml and cefuroxim 1,5 g. The event occurred during reconstitution. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a sample was received for evaluation. Visual inspection revealed that the vialmate was activated as the vialmate stopper was pierced. The vialmate was attached to a new viaflo bag and no leaks were revealed. The reported condition was not confirmed. The root cause was not determined.